Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the customer¿s insulin pump kept alarming to replace the battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump alarmed after batteries being replaced. Customer mentioned the battery cap might be damaged. Advised the customer the insulin pump will be replaced. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected insert battery alerts noted during testing or in the insulin ump trace download. Unit was received with missing battery cap contact, cracked battery tube threads, minor scratches on case, cracked case corner on the belt clip rails near the battery compartment, cracked retainer, faded serial number label, pillowing keypad overlay, corroded battery tube and minor scratches on lcd window.